Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was implanted on (B)(6) 2024. He was seen on (B)(6) 2024 for his post-op appt. Electrode 13 is indicating to do not use. He is not using this electrode in his programming and patient does report substantial relief from his implant. Nothing was noted about the electrode indicating do not use at implant so something triggered this from the time he was implanted to his post op appt. They are not utilizing this electrode in his programming. Patient is getting substantial relief.  No falls suspected. No complaints about the stim. No work around this bad electrode since they are not utilizing this in the programming. No troubleshooting performed. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.